Event description:
Battery operated transmitter became warm to touch while in use on patient. No injury identified to patient. Removed device from patient and replaced with alternate unit. Dates of use: (B)(6) 2017. Diagnosis or reason for use: continuous cardiac monitoring. Is the product compounded: no. Is the product over-the-counter: no.